Manufacturer narrative:
Concomitant medical product: w4tr03 ipg; 429888 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post replacement procedure, the patient developed a pocket erosion. It was noted that the cardiac resynchronization therapy pacemaker (crt-p) eroded through the skin. It was also noted that the skin around the pocket was red and swollen. The crt-p system was explanted and replaced. No further patient complications have been reported as a result of this event.